Event description:
Follow up information reported that the patient was scheduled for a revision on (B)(6) 2014. Further follow up information received 6 days later reported that the patient was doing great. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was going to have a revision because the patient's lead was placed in the wrong spot. It was noted that during the revision, a percutaneous lead would be placed in the 0-7 port where the surgical lead was. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).